Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
On (B)(6) 2018 arjohuntleigh received a customer complaint that during the patient lifting with maxi twin lift and sling, the patient (in a palliative state) slipped from sling to floor hitting buttock then back of the head. It was not possible to obtain any information on the kind of injury. The patient's family refused to take her to the hospital.

Manufacturer narrative:
(B)(4). On 8 jan 2018, arjohuntleigh received information about an incident which occurred in (B)(6) nursing home located in (B)(6). It was indicated that during the patient's transfer from a bed to a wheelchair using the maxi twin floor lift, the patient in a palliative state slipped from a sling to floor hitting a buttock then back of a head. Neither injury nor harm was reported to arjohuntleigh. The patient's family refused to take her to the hospital. It is worth noting that no failure with the sling, neither no malfunction within the involved lift was found upon arjohuntleigh inspection, that could have caused or contributed to the resident's fall. The maxi twin instruction for use (IFU, 04.kt.00 rev.5) informs the user step by step how the lifting procedure shall be performed. IFU also clearly states that every caregiver must be trained and familiarized with the device. It means that caregivers should understand the operation of the lift and the transferring procedure. As per IFU: "the maxi twin equipment must be used by an adult, appropriately trained caregiver with adequate knowledge of the care environment, its common practices and procedures and in accordance with the guidelines in these instructions for use." When reviewing similar reportable events, we have found a limited number of cases with similar fault description - slip out of sling. Based on product knowledge and review of previous complaints, there is no possibility of a person to slide out of the sling during on-label use of the device. There are few factors identified that could contribute to a person sliding out from the sling, as following: a sling being used that is of a very inappropriate size (several sizes off). An obvious wrong application of the sling (e.g.: wrong type of the sling used, wrong position of the resident/patient arms). A patient not suited to use with the involved device. Due to limited information revealed by customer facility representative, none of the above scenarios can be pointed out with a certainty as an exact factor contributing to this particular event. Nevertheless, we can rule out using of a very inappropriate size of the sling by caregivers. The sling of m size recommended for users 45 to 90 kg /100 to 200 lb was adequate to be used with (B)(6)-lbs patient. Also, there was no indication from customer of wrong sling attachment to the spreader bar. To conclude, arjohuntleigh maxi twin lift was used for resident's transfer when the patient slipped out of sling and fell to the floor. There was no technical failure with the lift or the sling which might have contributed to the event. Neither injury nor harm was reported to arjohuntleigh. This complaint decided to be reportable based on the potential of serious injury if the incident would to re-occurre.